Event description:
Revision surgery - due to a patient revision for a fracture. The surgeon used synthes plate for the fracture and chose to up-size the humeral offset with an 8 mm spacer and a new poly.

Manufacturer narrative:
The reason for this revision surgery was for a fracture. The previous surgery and the revision detailed in this investigation occurred 3 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the product that may have contributed to the event. The device was within the expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's fracture. The root cause of this complaint was a revision surgery due to the fracture. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient activities, trauma, patient bone density and patient non-compliance with medical instructions. Due to the short time between the original surgery and the revision, it is possible that the fracture may occurred due to laxity or improper surgical procedure. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.